Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that, the patient experienced issue of infusion set's cannula missing on (B)(6) 2024 the cannula was found missing while opening package.